Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of feeling symptoms and wondering if the implantable pulse generator (ipg) is working properly. The device is still in use. No further patient complications have been reported as a result of this event.